Event description:
The pharmacist at the hospital, alleged the following event: "during the extraction of a femoral plate, 2 screws fractured. The devices were implanted for a little more than 1 year. The screws could not be retrieved and were left in the epiphysis."

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report. Same pt event as MDR 8031020-2012-00114.